Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On 2015-10-26 information was received from a healthcare provider (hcp) and representative regarding a patient receiving intrathecal morphine 12 mg/ml at 1.398 mg/day and bupivacaine 25 mg/ml at 2.913 mg/day via an implanted pump system. The patient had been complaining of increased pain on their right side that was different from their "normal chronic pain". The hcp performed an x-ray and determined the catheter migrated to the right, possibly causing this pain. They decided to revise the catheter by implanting a new spinal segment. The old spinal segment was partially removed, and the remainder was left implanted and out of service. Regarding the cause of the event, the doctor stated they did not know how this could have happened as the patient did not report any accidents. The patient was reportedly alive, without injury, and receiving effective therapy.